Manufacturer narrative:
Updated fields: d9 (date returned), h3, h4, h6, h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The event occurred due to a defective generator board, however, the exact cause of the defect could not be specified. It likely the generator board failed due to one of the following; defective current transformer on the generator board (permanent error), defective impedance transformer on the generator board (permanent error), defective peak rectifier on the generator board (permanent error), insufficient output voltage due to poorly switching hf output stage on the generator board (permanent error), and/or a defective transformer tr1 on the generator board (permanent error). There has since been a design change to prevent reoccurrence. A deeper investigation of generator boards with error e433 found a destroyed transformer tr1 to be the cause. It is important to mention that from the beginning of july 2020 and within the scope of change wcr-22681, an improved generator board was introduced into production. In this respect, sbu_100-184-812_en-ds_00 was published on 04 august 2020. The replacement of the generator board is only necessary if the old generator board is proven to be defective and causes a permanent error pattern. Also note that the new generator board has been introduced into production starting with the following serial numbers: - (B)(6) - (B)(6) - (B)(6) important information: the numeric part of the serial number is incremented. This means units with greater serial numbers were certainly equipped with the new generator board. In addition, the following non-reportable malfunction was found during the device evaluation: disturbed communication. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hf unit esg-400 experienced an error code e433. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
Correction: d3, g1, h11. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.